Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing pain at the implant site of their device. The device was repositioned and it remains in use. No further patient complications have been reported as a result of this event.